Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.